Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has indicated the pads were disposed of and are not available for evaluation. Additional information was requested; however, no further details were able to be provided by the customer or buisness partner. This claim will be closed as no sample returned.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.